Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the due to caretaker change. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with vancomycin injection (1g, every 4th day, ongoing) and fortum injection (1g, once a day, ongoing) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient remained hospitalized and has recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.